Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine 40 mg/ml for a total dose of 17.517 mg/day via an implantable pump for spinal pain. It was reported a motor stall occurred. The logs were read and showed a motor stall occurred on (B)(6) 2019 at 8:41 pm. A stopped pump duration exceeds 48 hours occurred on (B)(6) 2019 at 8:41 pm. There was no factors that may have led or contributed to the issue. It was noted the patient was at home. No actions were taken at this time as the patient was in the intensive care unit (ICU). It was noted on wednesday night ((B)(6) 2019) the patient developed a headache, nausea and vomiting and became agitated. They felt like the patient was going through withdrawals and the patient was eventually taken to the emergency department at 0400 on (B)(6) 2019. The family reported telling the staff that they felt the patient was going through withdrawals and reports that the staff said they do not know anything about pumps. The patient was admitted to the hospital until saturday ((B)(6) 2019). The family reported they left for breakfast and returned to find the patient ashen and nearly coding with staff all around. The patient was transferred to ICU where a 12 lead electrocardiogram (EKG) was done which showed st elevated myocardial infarction. The patient was then transferred via ambulance to another hospital where the patient currently remains. A heart catheterization was done on sunday ((B)(6) 2019) and showed 90% blockage on 3 vessels. The patient remains in ICU and is intubated. All information provided was from the family not the medical staff. It was noted that the issue was not resolved at time of report. The patient's status was alive-with injury. The injury was noted as patient had an st elevated myocardial infarction on (B)(6) 2019. Surgical intervention has not occurred, but was planned, but not yet scheduled. The patient's weight and medical history were asked, but unknown. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the patient passed away over the weekend. No further information was provided. No further complications were reported.